Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as failed total hip. Patient was revised to address failure of right total hip arthroplasty and trochanteric bursitis of right hip. Revision notes reported that there was metalic stained synovium and synovial fluid and laboratory values revealed an elevated cobalt chromium serum level. The patient was instructed to continue to ice and elevate operative leg for pain and swelling control. The patient is status post right total hip arthroplasty in the past with metal on metal bearing. Doi: unknown. Dor: (B)(6) 2020. Affected side: right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary :no device associated with this report was received for examination. There is no known allegation associated with this product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.